Event description:
Reporter received letter on july 2nd, 2025 from (B)(6) healthcare and dexcom informing him of a recall of the g6 receiver. Reporter called dexcom, as instructed by the letter, and was put on hold for hours and then told he would be called back in 1-2 days, but never was. Dexcom told him the serial number from his device is not included in the recall. He expressed how frustrating this was, especially since he experienced a life-threatening event this month where his blood glucose level dropped below 45. Reporter states he has his device to alert him when his blood glucose level drops below 90, but it did not have an audio alarm at all.